Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced 18 inappropriate shocks and syncopal episodes due to noise on the right ventricular (rv) lead. It was noted that a c-spine fracture was confirmed by the hospital due to the patient receiving multiple shocks in bed and would pass out and fall upon standing up. It was further reported that the rv lead had a possible fracture. Reprogramming was done while the clinical team discuss the best plan of action for the patient. The lead was later inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.